Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was complaining of dizziness and evaluation showed undersensing on the right ventricular (rv) lead. The rv lead sensing was reprogrammed and follow-up indicated the undersensing was not visible during the post-programming check while in the clinic. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.